Manufacturer narrative:
There is no indication of any system or component failure and no reports of excessive activity or other external causes for device migration. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat abdominal pain. After the initial implant procedure it was noted that the surgical wound failed to heal as expected. The physician performed a surgical intervention on (B)(6) 2023 to move the implanted lead to a deeper location and close the surgical wound (see MDR 3015425075-2023-00004). On (B)(6) 2024 the patient was seen in the medical clinic for a follow-up and it was noted that the implanted leads had migrated back toward the surface and were exposed through the skin. Patient did not report any fever or chills, so infection was not suspected. A full system explant was performed on (B)(6) 2024 in order to allow the surgical wounds to fully heal.